Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a defibrillation threshold (dft) test which was unsuccessful. X ray imaging was sent for technical services (ts) for review which noted it appeared to be too anterior however there was some rotation in the lateral film. Ts had other agents review whom agreed this s-ICD was anterior. Ts recommended to consider a more posterior placement. This s-ICD remains in service at this time. No adverse patient effects were reported.